Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely wear that led to the malfunction of detached adhesive at the bending rubber. The most probable cause is not established. Based on the results of the investigation and historical data, possible causes of corrosion at the distal end is stress problem. The most probable cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the cysto-nephro videoscope exhibited corrosion at the distal end and a detached adhesive at the bending rubber. There was no patient involvement.